Event description:
It was reported that guide wire entrapment and shaft break occurred. The target lesion was located in the proximal to distal superficial femoral artery. A 6 french x 55mm non bsc sheath was used. After a non bsc guide wire crossed the lesion, a non bsc rotational atherectomy system was used for rotablation. Then the 3.00mm x 40mm apex¿ balloon catheter was advanced over the guide wire and multiple inflations were performed at the knee and below and behind the knee. As the balloon catheter was pulled back to the sheath, the balloon catheter locked down on the wire. The physician pulled the balloon catheter "very hard" and the shaft of the catheter broke. The balloon remained inside the sheath and still stuck on the wire. The balloon catheter, the guide wire and the sheath were removed as one unit. Nothing was left inside the patient. Another unspecified sheath and guide wire were placed and the procedure was completed using a different device. No patient complications were reported and there were no patient injury or actual blood loss. The patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter separated in two pieces with a sheath and guidewire. The distal portion of the apex device and guidewire were in the sheath; as received. The guidewire was protruding from the hub of the sheath 273cm. The guidewire and distal portion of the device were removed from the sheath; with no resistance. The guidewire was protruding out of the separated end 307cm and the distal tip 2.7cm of the distal portion of the device. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. An attempt was made to remove the guidewire from the distal portion of the device; however, the guidewire was unable to be removed. The outer diameter (od) of the guidewire was measured . Device analysis determined the condition of the returned device was consistent with the complaint incident. The inner diameter (ID) of the catheter was measured at the distal tip which is within the apex specifications. Microscopic examination and visual inspection revealed that the outer and inners shafts were separated 11cm distal from the end of the hypotube. The separated ends of the outer and inner shaft were stretched and torn. Microscopic examination presented no damage or irregularities to the distal tip and to the balloon material or balloon waists. Microscopic examination presented no damage or irregularities to the bonds and welds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that guide wire entrapment and shaft break occurred.the target lesion was located in the proximal to distal superficial femoral artery. A 6 french x 55mm non bsc sheath was used. After a non bsc guide wire crossed the lesion, a non bsc rotational atherectomy system was used for rotablation. Then the 3.00mm x 40mm apex&#10242;alloon catheter was advanced over the guide wire and multiple inflations were performed at the knee and below and behind the knee. As the balloon catheter was pulled back to the sheath, the balloon catheter locked down on the wire. The physician pulled the balloon catheter "very hard" and the shaft of the catheter broke. The balloon remained inside the sheath and still stuck on the wire. The balloon catheter, the guide wire and the sheath were removed as one unit. Nothing was left inside the patient. Another unspecified sheath and guide wire were placed and the procedure was completed using a different device. No patient complications were reported and there were no patient injury or actual blood loss. The patient's status is fine.